Event description:
During a pci procedure, the quantum maverick monorail ptca catheter balloon ruptured at 20 atms on initial inflation. The lesion being treated was a hard calcified, 90% stenotic lesion in the mid left anterior desceding (lad) coronary artery. A runthrough 0.014 guidewire, a 6fr mach1 cls3 guide catheter, and an everset inflation device were also used in this procedure. The procedure was successfully completed with another device. No patient injuries or complications were reported. Patient status is reported as 'good'.